Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, priming, excessive no delivery and occlusion tests. The motor was tested outside of the device and passed. There was no motor error alarm and no excessive no delivery alarms on the device. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip and cracked case near the display window corners.

Event description:
Customer's husband reported via phone call no delivery alarm, motor error alarm and high blood glucose levels. Customer's blood glucose level was 524 mg/dl. Troubleshooting for no delivery alarm was performed. Customer was able to resolve the alarm with a complete set change. Customer declined to return the reservoir and infusion set for analysis. Troubleshooting for motor error alarm was performed. Customer received the alarm during the fill tubing process. Customer's alarm history showed multiple motor error alarms and no delivery alarms. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.